Event description:
It was reported that the patient presented for post follow up. The right ventricular lead exhibited undersensing due to dislodgement. The lead was explanted and replaced successfully. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).